Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 6.2, lab: 2.5. Tests done 4 hours apart. Patient's target therapeutic inr value is 2.5. Patient was admitted to hospital for a blood clot on (B)(6) 2011. Patient was recently released.

Manufacturer narrative:
Investigation pending.